Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer's representative (rep). It was reported that the personal therapy manager (ptm) programmer quit working on the pump. The patient contacted the healthcare professional's (hcp) office complaining of increased pain and needing to get a new ptm. The patient followed up with the office and it determined that the pump had been reset. The elective replacement indicator (eri) on the pump was 5 months. It was stated that the patient had been pushing several buttons on the ptm and the ptm showed a four digit code. As troubleshooting, the ptm was uncoupled from the pump. As an action/intervention, the pump was replaced ahead of schedule. The issue was resolved at the time of this report and the patient's status was "alive; no injury".

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) found the battery of the device to have high resistance related to a known manufacturing anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2017 and the event date was noted as (B)(6) 2017. The device was received for analysis. It was noted the pump had a reset code flash on the personal therapy manager (ptm). The reason for device removal was early elective replacement indicator (eri) and prophylactic removal to avoid in-vivo battery depletion. The patient experienced a loss of therapy, there was no patient injury, and the patient recovered without sequela. A rotor study and dye study were not performed. Additionally, it was reported a motor stall had occurred and the rep had a similar case where the "8476" code was seen on their ptm {refer to manufacturing report #3004209178-2017-26409}. The reporter was unaware of the patient¿s weight at the time of the event. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (27 mg/ml at 5.128 mg/day) and bupivacaine (4.5 mg/ml at 0.8546 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that an alarm was not heard, but telemetry confirmed an alarm. The patient nor the hcp heard the alarm. When they read the patient¿s pump today there was a reset that had occurred. Per the event logs, on (B)(6) 2017 at 12:23 ¿reset, low battery¿ occurred. The patient had been ¿feeling really bad¿ since (B)(6) 2017. No other anomalies were confirmed. There was a ptm (personal therapy manager) code confirmed, but the reporter didn¿t recall what the code was. No further complications have been reported as a result of this event.